Manufacturer narrative:
Eval results: eval of the returned product found the alarm powers on, however the nurse call light did not light up. There is a small crack on the top left corner and the battery door is hard to open. The rj11 receptacle plastic piece is damaged. Note: instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Remove alarm from use if it fails to work. (B)(4).

Event description:
Customer reported that when the nurse call cable is used with the alarm and weight is removed from the sensor the alarm does not send notice at the nurse call station. There was no pt incident or injury reported.